Event description:
The customer contacted baxter's service center regarding a system error 2240 alarm which occurred on the home choice (hc) during dwell 3 of 4. The cg stated that one of the supply line clamps was open. The technical service representative (tsr) had the cg cycle power to the hc to clear the alarm. The tsr informed the cg to start over with new supplies or use manual supplies to complete therapy. The tsr instructed the cg to inform the registered nurse (rn) of system error 2240. Product surveillance spoke with the cg on (B)(6) 2012 regarding a system error 2240. The cg did not recall the alarm. There was no information available regarding the alarm. The supplies were unavailable. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user. A labeling review was performed and the labeling was found to be accurate and sufficient. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.